Event description:
The pt was reportedly explanted due to an infection. The pt was reimplanted with another advanced bionics cochlear device. Advanced bionics is in the process of gathering more info. Once more info is obtained a supplemental report will be submitted.